Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the involved device separated during a procedure. Follow up communication with the user facility confirmed the following information: the physician went to pull the introducer out of sheath; the top of the introducer came off; the introducer stayed in the sheath; physician was able to pull the introducer out; and there was no harm to the patient.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) is referenced. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow up.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a status update. The actual device has been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. Visual inspection revealed the dilator hub was detached from the tubing confirming the complaint. An evaluation of a retention samples from the reported product code/lot number combination and surrounding lots was conducted. Visual inspection revealed no defects. Additionally, functional testing was conducted and confirmed all retention samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow up.